Manufacturer narrative:
The complaint was confirmed in terms of the meter not powering on. The cause of the lack of power up has not been determined definitively. An internal investigation has determined the most common cause of meters not powering on with strip insertion is port contamination. A follow up report will be filed if cause is determined to be something other than port contamination.

Event description:
Customer's grandson reports his grandmother could not test her blood sugar level because her meter would not turn on when she inserted the strip. Customer fainted as a result of not being able to test. No health care professional was contacted, customer was treated with orange juice and candy.